Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Product ID: 8578, lot# n115773, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the cause of the motor stall was unknown. The hcp confirmed the pump had been replaced. The device return status was unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 70 mcg/ml of sufentanil at 18.021 mcg/day, 20 mg/ml of bupivacaine at 5.149 mg/day, and 360 mcg/ml of compounded baclofen at 92.68 mcg/day via an implantable pump for non-malignant pain. It was reported a motor stall was seen was seen upon device interrogation. The patient had not had a magnetic resonance imaging procedure (MRI). The pump status and/or event log report showed the motor stall currently active, as of (B)(6) 2019. It was confirmed there were no electromagnetic interference (emi) or magnetic sources present. Motor stall considerations were reviewed. Device return was requested. No symptoms were reported. It was reported the motor stall occurred on (B)(6) 2019. Per device registration, the pump was replaced on (B)(6) 2019. No further complications were reported or anticipated.